Manufacturer narrative:
DHR review is not currently available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure when the surgical tech went to grab their truespan 12 degree peek out of the package, he grabbed the device incorrectly and stabbed himself in the palm of his hand. The sales rep stated that the tech was being careless and rushing when grabbing the device. The procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep confirmed that the tech did cut himself which caused bleeding and the tech had to scrub back in due to the issue. After the case, the surgeon told the tech to be more careful and not cut corners when opening packages of devices. The device was removed from the sterile field and discarded by the customer, the rep stated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the tech. Injured themselves in a rush to open the device sterile package. No indication of packaging error, as it was proved the tech. Was at fault. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).